Manufacturer narrative:
The autopulse platform was returned to zoll for investigation on 08/17/2016. Visual inspection of the returned platform was performed; and the front enclosure was noted to be damaged. The autopulse platform is a reusable device and was manufactured on 03/27/2015. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. A review of the archive was performed. User advisory (ua) 45 (shaft not at home position) and ua 12(lifeband not present) were noted on the date of reported event. The device passed functional tests without any fault or error report. This indicates that user had cleared the user advisory before returning the device to zoll. In summary the customer's reported complaint was confirmed. The root cause for the reported user experience cannot be determined. The functional test was performed, and did not duplicate any of the user advisory or fault. The belt switch assembly was inspected and device was within specification. Unrelated to the reported complaint, the clutch plate was sticky, and it was deburred. It should be noted that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Ua 12 alerts the operator that lifeband is not installed or not properly installed. This user advisory persist until the band clip on the lifeband is not properly engaging the safety switches in the driveshaft. Installed with the band clip seated in the drive shaft. Per the autopulse user guide instruct, to clear ua 12, the operator needs to ensure that the lifeband is properly installed with the band clip seated in the drive shaft and then restart the device.

Event description:
It was reported that the autopulse was used on a (B)(6) female patient, during use the platform displayed advisory message. Additional information was received saying that autopulse was displaying reinstall lifeband and press re-start. Manual CPR was performed to continue the treatment. No consequences were reported to the patient.